Event description:
Asr revision to take place (B)(6) 2015, asr resurfacing- left, reason(s) for revision: alval / soft tissue reaction. Patient is bi-lateral. See com (B)(4) for right hip. Update (B)(6) 2015 confirmation received dor (B)(6) 2015, additional reasons for revision - pain, noise,scf states cr 10.7 ppb - co 11.7ppb hips were asymptomatic in 2011 now painful, poor function + increasingly large fluid collections around prostheses. Added additional surgeon and hospital ((B)(4)).